Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08569; 2017865-2021-08570; 2017865-2021-08571. It was reported that the entire system was explanted due to infection. The system was replaced and the patient was recovering following the procedure.